Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the battery tube case found on (B)(6) 2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, scratched window, cracked battery tube threads, stained keypad overlay, missing display window cover, pillowing keypad overlay, cracked battery tube case, cracked retainer, cracked case. Cosmetic damage was confirmed at the battery tube case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.